Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581- shallow angles" should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and a shallow ac. Reportedly, "the lenses are too long causing shallow ac". In a separate surgery the lens was exchanged with a shorter length and the problem was resolved. The cause of the event was reported as other. Cause details provided: "lens sizing was incorrect due to patient anatomy which could not be predicted prior to surgery". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.